Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he experienced high blood glucose. The customer's blood glucose was 500 mg/dl. The customer stated that he was publicly speaking when he had high blood glucose and had received the button error alarm prior to his speech. He stated that he tried to change the battery a few times in attempts to resolve the issue and treated with a manual injection. The customer did not observe any significant events leading to the alarm. He reported that he took the battery out for a long time, and when he reinserted it, he had to input the time setting because the device had cleared that setting. He observed scrolling numbers at that point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers or button error alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion, and excessive no delivery tests. The pump had intermittent button response on the act button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.